Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, was received on (B)(6) 2021 with lot number 1510147. Visual analysis of the returned device identified, weight to the spec, red particles on the shell, and an opening on radius. A microscopic analysis was performed which identified, a sharp opening on radius. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on radius assessed, as unidentified (tear) opening.

Event description:
Physician reported, a right side "intracapsular rupture". Diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
Device photo analysis: device photographs for the device related to the reported event of rupture were reviewed. Visual analysis of the photographs identified an opening on the posterior side. Due to the impossibility to perform a microscopic during device analysis performed through photographs, it is not possible to determine the most likely failure mode.

Event description:
Physician reported a right side "intracapsular rupture". The device has been explanted.

Manufacturer narrative:
Postal code: (B)(6); health effect - impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side "intracapsular rupture". The device has been explanted.